Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported a lap-band system was explanted without replacement due to "progressive recurrent dysphagia." The pt reported to the physician "difficulty eating meat" and "poor food choices." The "surgeon advised to remove some fluid from the device and the pt refused. The pt wanted to wait a month before fluid was removed and then did not come back for the next appointment."